Manufacturer narrative:
Patient date of birth not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that patient was implanted with a variable angle distal humerus plate (va dhp) for a supracondylar fracture on the humeral distal end on (B)(6) 2018. With the help of an unknown sleeve, a va locking screw was inserted into a distal hole of the va dhp plate. The screw was reported to just spin in the hole and did not lock. Surgeon attempted insertion in a different distal hole but achieved the same results. Surgeon then replaced the plate and was then able to insert the screws and lock them. Surgery was completed with a delay of approximately 5 minutes but no adverse consequence to the patient. After the procedure, surgeon stated the sleeve may not have attached to the plate during drilling, which could attribute the scratches in the damaged holes of the plate. This report is for one (1) va locking screw this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs. DHR review was completed. Part no.: 04.211.012s. Lot no.: l200860. Manufacturing location: selzach. Supplier: frueh ag . Release to warehouse date: 18.nov.2016 expiry date: 01.nov.2026 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.012 / h216559 was manufactured in us, monument manufacturing location: monument manufacturing date: 29-oct-2016 part no: 04.211.012 (EU item), lot no: h216559 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 12mm. Quantity 240. Components reviewed: raw material part 04.211.012.999, lot: h199442, 2.8mm ti screw blank 12mm. 02.7 variable angle w/sd8 meet specification. Inspection sheet for final inspection, mill threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.